Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device stopped working. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.